Event description:
It was reported that customer pump reportedly malfunctioned after 5 to 6 years of use. No information was provided regarding the customer¿s blood glucose levels or whether there was any additional impact. Customer healthcare provider requested urgent replacement pump referral, patient needs new pump as soon as possible, and customer technical support created case and follow-up task for further contact and assistance, although no additional information was received regarding the outcome of the event.